Event description:
I've used fixodent from 2003 and I use it right now. I began experiencing numbness and tingling in my arms and fingers and pain in my stomach. Cannot smell like I did before I started using fixodent. Dose or amount: fixodent. Frequency: one time daily. Route: oral. Dates of use: 2003 to right now. Diagnosis or reason for use: denture adhesive. Event abated after use stopped or dose reduced?: no.